Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor was not in homed position due to door not being closed. They manually homed rotor, powered door closed then invalidated home to check gantry function. Completed system checkout, system functioning normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while setting up for a case the gantry was opened halfway before it stopped and would not move in either direction. System was rebooted several times with no resolution. Procedure was performed using the other o-arm on site. No patient present when incident occurred.